Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02386. It was reported that a shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). Three promus premier¿ stents were implanted. Subsequently, the lesion was pre-dilated and a 3.50x20mm promus premier¿ was advanced to treat the lesion. While the device was advancing through an 8f non-bsc guide catheter, the shaft fractured approximately half way down the monorail shaft. The two pieces of the device were removed and another stent was used. During the same procedure, a 145, 5-in-6 guidezilla¿ guide extension catheter was initially used successfully but when the guidezilla¿ was being withdrawn a second time through an 8f non-bsc guide catheter, the shaft of the guidezilla¿ broke where the pusher rod connects to the proximal catheter. The guide wire, guide catheter, and the broken guidezilla¿ were completely removed together. No patient complications were reported and the patient's status was okay.